Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.0, second test inr = 4.3.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070615. First test inr = 5.0, second test inr = 4.3, mean = 4.65, sd = 0.49; %cv = 10.6. The %cv is less than 20%. Per internal procedure, precision passes the criteria for precision. The test is considered precise and further testing is not required at this time.